Manufacturer narrative:
Analysis was performed on the returned device. The reported mechanical jam with the vessel locator wings could not be confirmed as the vessel locator wings successfully deployed after the device was reassembled. The reported string material was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported difficulty deploying the vessel locator wings could not be determined as returned the vessel locator wings successfully deployed after the device was reassembled. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.initial emdr report g4 - date received by mfg was filed as 10/22/2020, but should have been 10/16/2020. H6- device code 1430 was removed.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after an angioplasty interventional procedure. Reportedly, deployment of the wings was attempted; however, the plunger labeled step "2" would not sit on the window and kept popping out. Eventually, the plunger "2" was able to remain in the window, depressed. Upon deployment of the clip, an unknown "string" like material, like the thickness of a suture, was noted protruding from the puncture site/tissue tract. The light blue to white colored "string" like material was cut and pulled out, it is believed that all was removed from the patient anatomy. Thumb advancement and sheath splitting were performed successfully and no sheath shredding was observed. Hemostasis was achieved with the successfully deployed starclose se clip. It was noted that the patient was overweight, panniculus was held back for the procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.